Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the serter would not let go of the sensor. The customer's blood glucose reading was 48 mg/dl. The customer treated and declined insulin pump troubleshooting. The customer completed troubleshooting for the serter and found that the serter would not fire due to that particular sensor. The customer tried another sensor and had no issues. The customer's sensors were replaced, however nothing was returned for analysis.